Manufacturer narrative:
Conclusion: the product was implanted in the patient and not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.this MDR is associated with MDR 3005168196-2015-00277, 00278, 00280. The device was implanted in the patient.

Event description:
The patient experienced a transient ischemic attack with right sided paresthesia in the arm and leg as well as pain on the right side of the face. The pain was resolved after fifteen minutes, however, the paresthesia persisted. Diagnostic magnetic resonance imaging (MRI) showed no abnormalities with the patient. The patient was stable. The event was diagnosed as a transient ischemic attack with an uncertain relationship to the penumbra coil 400 (pc400) coils used to treat an anterior communicating artery aneurysm and a subarachnoid hemorrhage on (B)(6) 2013.